Event description:
End user reported that she got out of her (B)(4) power chair thinking it was off and the chair took off on its own, pinned her against a piece of furniture. End user stated that her left knee is very bruised from the incident. She did go and have xray's on the knee.